Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient is in permanent atrial fibrillation (af) which is why sensitivity in the lead is as programmed, they do not want to sense fibrillatory waves.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and lightheadedness. The right atrial (ra) lead exhibited no sensing. The implantable pulse generator (ipg) and lead remain in use. No further patient complications have been reported as a result of this event.